Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The user reported the extraction reagent from the binaxnow covid-19 antigen self test otc 2 test pack came into contact with their eye. The exposure resulting in dryness, redness, and irritation.

Manufacturer narrative:
The supplemental report is being submitted to provide the investigation conclusion. Technical service provided the safety data sheet to the customer and no further action is required. A product deficiency was not reported or found. A supplemental report will be provided if any additional information is obtained.